Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 2.75 x 23mm xience v was used to cover a dissection, at the distal edge of the stent, which occurred during the implantation of a 3 x 28 mm xience v in the mid lad lesion. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident dissection is listed in the IFU as an adverse event associated with coronary stenting and is not necessarily an indication of a quality issue. There was no report of any device malfunction at the time of the stent implant. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other.)" A conclusive root cause for this event cannot be determined.